Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial pacing on the rv channel. In response to the event, rv blanking period after atrial pace was reprogrammed from 65ms (milli-seconds) to 85ms. A routine follow-up is recommended. This lead remains in service and no adverse patient effects were reported.